Manufacturer narrative:
Based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. (B)(4).

Event description:
The spouse of end user reported that on (B)(6) 2020, he placed dressing over "sit bone" or ischial tuberosity on her wife. He used wound cleanser spray to clean the intact deeply dark bruised area prior to placing the dressing. The spouse had difficulty removing the dressing after 24 hours and the top layer of skin pulled off. He did not use the push pull technique and declined to use this product again. The dressing was ordered by end user's health care professional and no medical attention was required. The end user had anemia and was on continuous oxygen. She had end stage renal disease supported by hemodialysis thrice a week. She sat and slept on a recliner majority of time and also sat for 4 hours at a time on recliner during dialysis treatments. At the time of this report, the skin was intact and he used an over the counter desitin to the area. No photo is available at this time.

Manufacturer narrative:
(B)(6). Batch record review: lot 9g04308 was manufactured on 07/31/2019, bodolay pratt c manufacturing line. With a total of(B)(4). Complaint investigator ID (B)(4) performed a batch record review on 16/feb/2021, description duoderm cgf drs 10x10cm (1x5pk) nai, to verify if all the applicable procedures were followed and no issues were found; all the components for assembly were correct per bom and all the tooling information documented was also correct. Sap material 1704761 and manufacturing order (B)(4). The batch record review supports that there were no discrepancies related to the issue reported. Returned sample evaluation: there is no photograph associated with this case and no unused return sample was expected. Conclusion summary of the related event: based on the preliminary investigation performed, no issues related to the customer experience were found in the batch record review. The sterilization certificate indicates that the results of the quality tests were satisfactory, and the product received the indicated doses within the precision and accuracy of the dosimetry system employed. In addition, the product was used within its shelf life. Moreover, no significant changes have been made in the process or in the product components that could cause the adverse effects reported by the customer. It is possible that patients have reacted allergic / sensitive to one of the product components (e.g. Pentalyn h). However, the insert information for use (IFU) for duoderm extra thin product specifies that the product ¿should not be used on individuals who are sensitive to or who have had an allergic reaction to the dressing or its components¿. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: 1049092, manufacturing site: 9618003.

Event description:
To date no additional patient or event details have been received.